Event description:
It was reported that post implantable cardioverter defibrillator (ICD) implant, the patient experienced chest pain. A cardiac ultrasound was performed, and an effusion was seen due to perforation. The right ventricular (rv) lead was surgically removed, and a new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, only the connector portion of the lead was returned in one piece. The tip stiffness test and helix mechanism test could not be performed due to only the connector portion of the lead was returned. The visual and x-ray examination on this portion of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.